Event description:
It was initially reported by the patient that four weeks following a sling procedure in 2008, the mesh eroded through her vaginal wall. The patient stated that the doctor attempted to repair the erosion twice without success. The patient further stated that she has started having increased pain over the past two weeks. The patient stated that she was having the entire sling removed in 2009. Additional information received from the doctor. Doctor stated that this was a challenging procedure - redundant vaginal tissue. Patient symptoms were described as mesh erosion/pain with sui 100% improved. Patient complained of mesh erosion with intercourse (dyspareunia). Patient was treated with estrogen cream following initial procedure in 2008. Doctor noted erosion at about one month post-procedure, and attempted to repair in the office. Patient was taken to operating room on 1/16/09 for second attempt to repair. Current status of patient was described as stable - awaiting excision of mesh, stress incontinence 100% improved.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states in the adverse events section that complications associated with the proper implantation of the urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over correction/too much tension placed on the mesh sling implant, perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage, transitory irritation at the operative would site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. Precautions section states that post-operatively the patient is recommended to refrain from heavy lifting and/or exercise (i.e., cycling, jogging) for at least three to four weeks and intercourse for one month.